Event description:
Sonoline sl-1 diagnostic ultrasound system (and equivalent models si 200 and si 250) have a y2k defect in obstetrics calculations. When the last menstrual period (lmp) is in 1999 and the pt examination date (system date) is in 2000, the delivery date (edc) is incorrectly calculated as the system date plus 40 weeks. (The correct calculation is the lmp plus 40 weeks). Preliminary hazard analysis indicates that there is some possibility of injury to the unborn fetus if the incorrect edc is not recognized by the physician. Hazard analysis is not yet complete.